Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc600 chemistry analyzer and identified the failure mode as a worn sodium electrode and contaminated flow cell. The fse replaced the na electrode and performed decontamination procedure to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their dxc 600 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer stated the patient results ranged from 122 mmol/l to 126 mmol/l, and repeat testing results were from 135 mmol/l to 138 mmol/l. The customer did not provide patient data or demographics.